Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 411 to over 600 mg/dl at the time of the incident. The customer was at 383 mg/dl at the time of admission, and 83 mg/dl at the time of the call. The customer used a manual injection and was given intravenous insulin to treat. The customer experienced symptoms such as vomiting and nausea. The customer was wearing the insulin pump during the incident. The customer had a bent infusion set cannula that led to the high. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.